Event description:
Physician pulled the catheter out of the hoop and there were white fibers on the distal tip. The catheter was not used.

Manufacturer narrative:
Results: the catheter appears to have small pieces of some sort of fabric sticking to it. The catheter is also slightly pinched approximately 4.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint states that the catheter was pulled out of the hoop and white fibers were on the distal tip. The picture taken by the sales representative in the field shows more fibers than on the returned catheter. During evaluation there was only one string of fiber noticeable. It is possible that the catheter collected unknown amounts of contamination once the sterile pouch was open. The cause of this complaint cannot be directly determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.